Event description:
Stapler applier used to cross clamp lung for wedge resection. Stapler appeared to malfunction at the edge of the lung with one row of staples not crimping, resulting in bleeding. Another staple applier used to control bleeding.